Event description:
It was reported that during a routine generator change procedure, the physician reported that when this right ventricular (rv) lead was placed into the header of the new implantable cardioverter defibrillator (ICD), high out of range shock impedances measuring greater than 125 ohms were observed on the shock channel vectors. The physician made vector configuration changes and successfully resolved the impedance issue. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.